Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported. It was further reported that on (B)(6) 2006 the patient was admitted through the emergency room for painful left calf, with a diagnosis of extensive deep venous thrombosis. On the same day, the patient underwent a venous doppler ultrasound of the left leg due to left leg pain. The ultrasound revealed thrombus. The final impression stated that deep venous thrombosis was identified in the left superficial femoral, popliteal, posterior tibial, and peroneal veins. On (B)(6) 2006 the patient underwent an inferior vena cavagram with percutaneous placement of a greenfield filter. It was noted that with local anesthesia and aseptic technique, the right renal vein was percutaneously entered, and a 4 french pigtail catheter was placed in the proximal inferior vena cava. Contrast was injected and films were obtained of the vena cava. The vena cava measured between 15 and 28 mm. This was noted to be adequate for the greenfield filter. The tract was then dilated, and the greenfield filter was placed in the infrarenal portion of the vena cava. Post procedure films demonstrated good position of the filter within the vena cava. The final impression stated that there was successful placement of the inferior vena cava greenfield filter. On (B)(6) 2007 the patient was admitted to the hospital for acute dyspnea and hypoxia. (B)(6) 2007 it was noted that the patient had a long history of deep venous thrombosis, and had a greenfield filter placed. On (B)(6) 2007 the patient was discharged home on 2mg daily with close follow up at the coumadin clinic. It was noted that the patient was eating well, feeling well, ambulating well with no distress at the time of release. On (B)(6) 2017 the patient underwent a computed tomography (CT) abdomen and tilt and perforation was revealed. It was noted that the filter was tilted to the left with the tip of the filter abutting the medial wall of the inferior vena cava. Three of the six struts protruded beyond the expected lumen of the inferior vena cava. One of these protruded 2.9mm and abutted the anterior aspect of the l3 vertebral body, one protruded 1.3mm and abutted the anterior margin of the right psoas muscle, and the third was interposed in the space between the inferior vena cava and the abdominal aorta protruded approximately 1.3mm. The three anterior struts appeared to be within the cofines of the inferior vena cava. The inferior vena cava filter was intact. There was no stenosis of the inferior vena cava. No further patient complications were reported in relation this event.